Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and was received cut in two pieces ,most probably to make the removal process. Surface residuals (particles, fibers and ovd residues) were observed on the lens which indicated that the unit was handled and prepared for surgical use. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was inserted into a female patient's eye but the physician noticed that the capsular bag was torn and the lens was removed. A vitrectomy and an incision enlargement were noted to be performed. The capsular bag tear was not related to the lens. Another lens was implanted and the patient was reported to be doing well when discharged. No other information was provided.